Event description:
Consumer reports having accuracy issues with their plink meter. Analysis run on clark error grid using mean average reading (59) as ref point vs. Bd reading (38, 79) yielded data points in the d range of the grid, outside acceptable limits.